Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead triggered lead safety switch (lss) due to a high out-of-range pace impedance measurement of 3,000 ohms, with evidence of an abrupt change in impedance measurements suggestive of lead fracture. Additionally, the rv lead exhibited high threshold measurements. Oversensed noise with pauses greater than two seconds was observed post-lss, and it was noted that the patient was pacer dependent. Rv pace impedance measurements were previously stable at approximately 840 ohms. The patient had experienced dizziness, and was reportedly pulling himself up into a large truck at the time of the event. Noise was reproducible with isometrics in both unipolar and bipolar. Left ventricular (lv) lead measurements were stable with no evidence of noise or lv loss of capture (loc). Review of stored episodes revealed a signal artifact monitor (sam) event where the mv feature was disabled. This sam episode contained mv signal oversensing and a high out-of-range pace impedance measurement greater than 3,000 ohms on rv lead tip to can. Technical services (ts) discussed troubleshooting options and programming considerations, and it was recommended to program the device to voo until lead replacement was performed. The following week, the rv lead was explanted and replaced, however the crt-p remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and lead return status. If information is provided in the future, a supplemental report will be issued.